Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had elevated power and flows. A ramp echo was performed. The elevated flows were reported to be probably due to subacute thrombosis. There were no changes to the patient's condition or anticoagulation status that may have contributed. The patient was noted to be stable. The patient had a heparin infusion and tissue plasminogen activator. The patient was discharged home and had close monitoring and with high therapeutic goals. No additional information was provided.

Manufacturer narrative:
This was determined to be a duplicate event. The investigation findings for this event were previously reported under MFR # 2916596-2021-01434.